Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced there was insulin flow block alarm event due to the infusion set cannula was bent on (B)(6) 2026.the site of location was abdomen and used for less than twenty-four hours.